Manufacturer narrative:
The calibration was acceptable before the event. The qc was not acceptable after the event. The alarm trace had multiple abnormal aspiration and sample short alarms noted on the date of the event. A field service engineer (fse) completed an on-site qc check, confirming the low result. They replaced the nozzle and performed another qc, which was still low. The technician performed a full calibration and qc check, with acceptable qc results. They also performed ion-selective electrode (ise) checks, a precision test, calibration, and additional qc checks. All verification tests were successful. The investigation determined that the service action resolved the issue.

Event description:
There was an allegation of questionable sodium electrode and chloride electrode results from the cobas 8000 ise 1800 module. Patient 1's initial sodium result was 131 mmol/l, and the repeat result was 138 mmol/l. Patient 2's initial sodium result was 130 mmol/l, and the repeat result was 142 mmol/l. The initial chloride result was 97 mmol/l, and the repeat result was 108 mmol/l. Patient 3's initial sodium result was 134 mmol/l, and the repeat result was 141 mmol/l. Patient 4's initial sodium result was 128 mmol/l, and the repeat result was 134 mmol/l. The samples were repeated because the customer noticed two low sodium results back-to-back and stopped running. All samples were repeated on a second analyzer. The repeat result were deemed to be correct.

Manufacturer narrative:
The sodium electrode serial number is (B)(6), and the expiration date is 05-jan-2026. The chloride electrode serial number is (B)(6), and the expiration date is 12-jan-2026. The investigation is ongoing.